Manufacturer narrative:
(B)(4). (B)(6). The event is currently under investigation.

Event description:
While performing a balloon treatment in the common iliac artery on a (B)(6) year old male patient, the balloon catheter ruptured separating the tip inside the body. The pressure used is unknown and no inflation device was used (only luer lock syringe). The tip of the balloon catheter that separated inside the body was retrieved via access from the contralateral site. Since it was difficult to retrieve the balloon out of the introducer sheath, a new contralateral access site was created to treat and retrieve the tip part of the catheter. The additional prolonged procedure lasted approximately 1 hour. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Patient (B)(6) at time of event. (B)(4). (B)(6). Investigation- a review of the complaint history, device history record, instructions for use(IFU), quality control(qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. The device appeared to have a combination of linear and circumferential tears, but the initial cause of the tears could not be determined. It is possible that the burst may have started linearly, and then torn circumferentially. Over inflation has been known to cause balloon rupture, but the inflation pressure was reported as unknown in the complaint. Highly calcified areas are thought to contribute to balloon ruptures and are more likely to contribute to circumferential ruptures. In the absence of external restraints, the balloon is designed to burst linearly. When sufficiently constricted by lesions/calcifications or other torturous anatomy, the tear may go circumferential. The user did not report that the area being treated was calcified and diseased, but these conditions may contributed to the failure. The user did communicate use of a 6 fr sheath, which may have contributed to separation. After rupture, balloon re-wrap becomes difficult, making it more likely to separate during removal, especially in the case of a circumferential burst or when removed through a sheath. Balloon burst, compliance, fatigue, tensile strength, and sheath compatibility verification tests have been performed. The balloon is 100% inspected for wall thickness, visual defects, and presence of crow's feet (wrinkles). In addition, the balloon is inspected for balloon rated burst pressure and to ensure the balloon does not burst radially. Per qc, each device is wired with the appropriate wire guide. The wire is inserted through the catheter until wire exits distal tip. The inspector is instructed to feel for a smooth transition at distal tip and the wire should pass through without excessive force. Inspectors also verify integrity of proximal and distal balloon bond and checks balloon for surface defects. After the folding process is performed, inspectors verify the balloon catheter in balloon protector does not leak. The device is shipped with IFU that describes the intended use, specific items are addressed such as: adhere to balloon inflation pressure parameters indicated in the compliance card insert; use of a pressure gauge is recommended to monitor inflation pressures; if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit; the label states the rated burst pressure is 11 atm/bar. A search of the affected lot number showed this is the only complaint received on this lot number. A definitive root cause cannot be determined. We have notified appropriate personnel and will continue to monitor for similar complaints.

Event description:
While performing a balloon treatment in the common iliac artery on a (B)(6) male patient, the balloon catheter ruptured separating the tip inside the body. The pressure used is unknown and no inflation device was used (only luer lock syringe). The tip of the balloon catheter that separated inside the body was retrieved via access from the contralateral site. Since it was difficult to retrieve the balloon out of the introducer sheath, a new contralateral access site was created to treat and retrieve the tip part of the catheter. The additional prolonged procedure lasted approximately 1hour. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence